Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 10 mm amplatzer vascular plug ii (avpii) was selected for use to close a 4-5 mm sized patent ductus arteriosus (pda). There was no residual flow observed postoperatively; however, one hour after surgery, the avpii was found to have embolized from the pda into the left pulmonary artery. A percutaneous retrieval with a snare catheter was attempted but was unsuccessful. The patient was sent to surgery to remove the avpii and close the pda. The patient has been in stable condition with no complications.